Event description:
It was reported that a pump battery would not charge, despite attempts to resolve the issue by using different wall outlets, charging cables, and wall adaptors. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and instructed the customer to allow the battery to deplete fully before returning it. The customer was informed of the replacement, confirmed their shipping address, and was given storage mode instructions for transport. The problematic pump was to be returned within 10 days using a pre-paid label and return box. The customer chose not to disclose backup therapy details.